Event description:
It was reported that this patient received an inappropriate shock due to noise and oversensing of t waves after a temporary decrease of the gain signal. A new automatic gain set-up was performed, but the device did not change the sensing vector. A manual look at the other possible vector was performed, but there was not a better option then the primary vector. As a result, no programming changes were made. No adverse patient effects were reported. Additional information noted that the patient had ongoing inappropriate shocks related to t wave oversensing, prominent t wave elevation under exercise, and intermittent sporadic noise/myopotential oversensing. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock due to noise and oversensing of t waves after a temporary decrease of the gain signal. A new automatic gain set-up was performed, but the device did not change the sensing vector. A manual look at the other possible vector was performed, but there was not a better option then the primary vector. As a result, no programming changes were made. No adverse patient effects were reported. Additional information noted that the patient had ongoing inappropriate shocks related to t wave oversensing, prominent t wave elevation under exercise, and intermittent sporadic noise/myopotential oversensing. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Laboratory analysis did not confirm the allegaiton of inappropriate shock, oversensing or noise.

Event description:
It was reported that this patient received an inappropriate shock due to noise and oversensing of t waves after a temporary decrease of the gain signal. A new automatic gain set-up was performed, but the device did not change the sensing vector. A manual look at the other possible vector was performed, but there was not a better option then the primary vector. As a result, no programming changes were made. No adverse patient effects were reported. Additional information noted that the patient had ongoing inappropriate shocks related to t wave oversensing, prominent t wave elevation under exercise, and intermittent sporadic noise/myopotential oversensing. A possible revision was discussed. At this time the system remains implanted.